Event description:
During a change-out procedure, the physician noticed an elevated voltage lead impedance. Additionally, the physician had previously seen noise on electrograms, but was unable to reproduce it. It was reported under fluoroscopy, insulation breaks were identified.